Manufacturer narrative:
Hill-rom technician support suggested adjusting the CPR cables. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Head section motor: inspect the actuator assembly. Make sure the pins and retaining clips are intact and not missing. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and that no audible overload indication can be heard during the movement. Repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The account adjusted the CPR cables and the issue was resolved. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the CPR function would not work. The bed was located in the bio-med shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).